Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was receiving a no delivery alarm on his insulin pump. His blood glucose was 205 mg/dl at the time of reporting. He was advised to change his infusion set as soon as possible. No equipment was returned. No additional information was reported.